Manufacturer narrative:
The device was intermittently failing the ECG operational check. Consequently, philips dispatched a dfm100 measurement module ECG to the customer. After replacing the part, the device is under observation. Since the replacement, no new errors have been reported. The device remains at the customer¿s site and no further evaluation is warranted at this time.

Event description:
This report was investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that the ecm malfunctioned. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.